Event description:
It was reported via repair work order that the that the unit is smoking. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - unit is outside of repair life and will be scrapped.